Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula had a broken wire. The procedure was completed with no reports of patient injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no fragment fall into the patient. The patient has not returned to the hospital due to any post-surgical complications.